Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was unknown 700 mg/dl at time of incident and admitted to hospital was over 500 mg/dl. Customer treated with insulin drip and manual injection. Customer not used auto mode. Customer did not want to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.